Manufacturer narrative:
(B)(4). The customer reported failure was verified. A visual inspection of the returned touchframe printed circuit board (pcb) was conducted and it was noted that there were areas of contamination on the pcb. While calibrating the ventilator, it was noted that the touchcreen was intermittently unresponsive. The customer reported failure was verified.it was later revealed that as a result of the contamination on the pcb, a track was corroded and had become an open circuit. The contamination is as a result of fluid ingress originating from cleaning products entering the graphic user interface (gui) housing.

Event description:
It was reported that the touch screen was unresponsive. There is no reported patient involvement associated with this event

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.